Event description:
It was reported that the external pulse generator shut off as soon as the battery drawer was opened. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the side bail covers were broken, the heart block is contaminated, the lead flex cover was corroded, one case screw was missing, the heart wire contacts were discolored, and the battery drawer and battery release were contaminated. Further analysis was performed on the main pcb. This analysis confirmed the reported failure caused by a capacitor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.